Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported by the physician as due to the poor immune status of the patient and also that the patient had a poor prognosis at the start of pd therapy. The peritonitis was manifested by fever and cloudy pd effluent. On the same day as peritonitis diagnosis, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with intravenous/intraperitoneal vancomycin, gentamicin, and piperacillin (doses and frequencies were not reported). On an unreported date, during hospitalization, the patient presented with hypovolemic shock and subsequently passed away due to another indication. Dianeal therapy was ongoing until the time of death. An autopsy was not performed. No additional information is available.